Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the doctor feels that a 12.6mm, micl12.6, -13.0 diopter, implantable collamer lens that was implanted on (B)(6) 2019 is too large and will be removing it. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.